Event description:
It has been reported that one bd phaseal¿ protector solus p120j has been found cracked before use. The following has been provided by the initial reporter: when connecting to the vial, p120j was cracked.

Manufacturer narrative:
Investigation summary: one protector and five photos were provided to our quality engineer for evaluation. Upon inspecting the product, a crack is observed on the protector. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Twelve samples of a random lot were evaluated, in all cases the protector was properly attached to the vial without issue. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. Based on the available information we cannot identify a root cause related to our manufacturing at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Considering that parameters as temperature or pressure that could be affect to the material´s behavior are checked during molding process, all the protectors are 100% visually inspected, after testing some samples recently manufactured at the site no issues were observed and that no other substantiated complaint regarding a crack in p120j was recorded in the last two years a root cause cannot be established. It may be considered that several factors could be contribute to the damage of the protector reported as a misuse of the device by the user during the connection between the protector and the vial.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd phaseal¿ protector solus p120j has been found cracked before use. The following has been provided by the initial reporter: when connecting to the vial, p120j was cracked.